Manufacturer narrative:
H10: the sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for filter tilt and perforation, but is inconclusive for filter migration. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f, vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. This report was received from a single source. This event involved patient with no reported patient injury. The patient was reported as a 71 year old male weighing 207 lbs.

Manufacturer narrative:
H10. For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. The investigation is confirmed for filter tilt and filter limb perforation. However, the investigation is inconclusive for filter migration. A root cause has not been determined. The device was labeled for single use. H10: g4, h6 (device code -1528 - difficult to remove). H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f, vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. This report was received from a single source. This event involved patient with no reported patient injury. The patient was reported as a 71 year old male weighing 207 lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f, vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. This report was received from a single source. This event involved patient with no reported patient injury. The patient was reported as a 71 year old male weighing 207 lbs.

Manufacturer narrative:
H10: for the reported malfunction, the file was reassessed for reportability and determined to be reportable as a serious injury, and is reported under emdr 2020394-2020-04481. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and a lot history review was performed. The sample was not returned for evaluation and medical records were provided. Filter tilt was confirmed and filter migration was unconfirmed for the device. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2120f. Vena cava filter allegedly experienced migration of device or device component, malposition of device, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6) lbs.